Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced a "high heart rate," and the electrocardiogram, "was going up and down." One week post implant, the ipg was reprogrammed and the ipg remains in use. No further patient complications have been reported as a result of this event.